Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by patient, they got an infection in the PICC line, has appointment with cardiologist. Patient went to the ER where PICC was removed and placed on opposite arm and continued treatment of antibiotics, had to stitch the line due to allergic reaction to the statlock, covered with hypoallergenic dressing. PICC line was removed. Pt advised that a tegaderm had covered the original site and when they switched the line to the other arm they used a hypo allergenic cover and replaced the statlock and just stiched the line. Patient advised they recovered and has had no other complications. Additional information provided states symptoms started out around early june as red spot and began to form a blister and discharge yellow fluid.